Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. It was noted the event date to be on april 28, 2023, and lot number mn2101420 expiration date was april 19, 2023. Based on the information submitted, following an ECMO removal, an 18f manta device was deployed to the measured deployment depth of 4cm + 1cm. A post-deployment ultrasound image revealed manta was deployed into the tissue tract. The physician elected to surgical cut down and explanted the manta device. No patient harm, injury, or health consequence occurred due to this event. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is inconclusive due to insufficient information regarding initial and deployment procedures, patient conditions, and environment, and no device return or angiograms were submitted for this investigation. Risk documentation was reviewed, and tract deployment is a known risk. The manta instructions for use lists the following potential adverse events related to the deployment of vascular closure devices that have been identified: other access site complications leading to bleeding, possibly requiring surgical repair. The IFU precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician's assessment of the amount of bleeding, use of manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that: manta deployed in the tissue tract. Manta was used in an attempt to avoid a planned cutdown. Manta explanted during surgical cut-down. Additional information: during a procedure to remove ECMO, an ultrasound image revealed that the manta had been deployed in the tissue tract. The physician performed a surgical cutdown to close the artery and the manta device was explanted. The patient was reported as fine post procedure, no reported patient harm.

Manufacturer narrative:
Qn#1900102823. An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: manta deployed in the tissue tract. Manta was used in an attempt to avoid a planned cutdown. Manta explanted during surgical cut-down. Additional information: during a procedure to remove ECMO, an ultrasound image revealed that the manta had been deployed in the tissue tract. The physician performed a surgical cutdown to close the artery and the manta device was explanted. The patient was reported as fine post procedure, no reported patient harm.